Manufacturer narrative:
The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. With all the available information, boston scientific concludes the allegation of stimulation is inadequate due to high impedances has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure. It was reported that the lead migrated. A labelling review found that the reported migration is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, the reported migration is assigned a probable cause of known inherent risk of device. No escalation is required.

Event description:
It was reported that the patient suffered a serious fall down a flight of stairs and a lead was no longer in the epidural space. High impedance was also noted and the patient had inadequate pain relief. The patient underwent a lead replacement procedure and the physician discovered that the lead was fractured. The patient was doing well postoperatively.

Event description:
It was reported that the patient suffered a serious fall down a flight of stairs and a lead was no longer in the epidural space. High impedance was also noted and the patient had inadequate pain relief. The patient underwent a lead replacement procedure and the physician discovered that the lead was fractured. The patient was doing well postoperatively.